Manufacturer narrative:
Product complaint # ==> (B)(4). The concorde lift, lordotic 11x23 was not returned to the customer quality unit for evaluation. It was noted that the device remains implanted. However, x-ray image of the device was provided to customer quality unit on may 10, 2019. It can be seen in the images that there has been loss in height of the cage. It is unknown how the concorde lift is losing its expansion. Should more information and/or the device sample become available at a later date, this complaint file will be reopened and the device will then receive a full evaluation. A review of the device history record did identify a nonconformance. It was determined that the nonconformance is not relevant to the reported event. Nonconforming devices were reworked and released accomplishing all quality specifications. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. Without the return of the concorde lift, lordotic 11x23 we are unable to identify the root cause. As the device was released meeting all quality requirements, no further complaint action is required. Should more information and/or the device sample become available at a later date, this complaint file will be reopened, and the device will then receive a full evaluation.

Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the concorde lift cage was losing its expansion. The surgeon intends to monitor the patient and if nothing change, he does not plan to perform a revision surgery. It was unknown if there was a surgical delay. Procedure outcome and patient status are unknown.